Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. Advised the customer a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. The blood glucose reading is not provided. The insulin pump will be replaced. Nothing further reported.